Event description:
It was reported that the right ventricular lead exhibited noise, insulation abrasion was noted near the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the lead returned in two pieces. The outer insulation was breached at 7.8 cm to 8.2 cm from the distal tip which exposed the outer coil. The abrasion are consistent with constant friction with another implantable device. An electrical short was noted between the coils.